Event description:
Consumer complaint of blood result reading of "hi." Customer normal range is within 93-125 mg/dl. Last 5 blood results in memory: hi, hi, 523 mg/dl, 558 mg/dl and 438 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "hi". Customer normal range is within 93-125mg/dl. Last 5 blood results in memory: hi, hi, 513mg/dl, 558mg/dl, 438mg/dl. No adverse event reported.